Manufacturer narrative:
H3: : the reported issue was not duplicated on the console sn (B)(6). No fault found on the device. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). The issue has been traced to the patient interface with serial number (B)(6). The main board of the patient interface was found to be defective. Previous codes b17, c20 and d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, when they were not stimulating so assume it was noise. Throughout the first case user had this happen frequently but assumed it was a normal response. Upon stimulating over bone user got a positive response between 120-140 (on an 11month old patient). The surgeon felt as though they were nowhere near the nerve at this time. Upon stimulating over the actual nerve they got a response slightly greater at 180-190. Throughout the case surgeon addressed concerns that surgeon would stimulate nowhere near the nerve and get a positive response. Not once during the case did they get a ¿chirping¿ sound until lowered the stimulus level below 0.5. Nonetheless surgeon was dissatisfied with the use of the nim vital and felt as though it was ¿not much help¿. Assumed the nerve may just be under the bone and we moved along to the next patient as surgeon felt confident in his own identification abilities.. Switched out to the 3.0 and everything worked as expected. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.